Manufacturer narrative:
The technician erased the error codes and the bed functioned properly.

Event description:
The account alleged after an upgrade was performed to the bed, the head up buttons on both siderails have to be held for several seconds before the head section will rise.